Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern), angiographic catheter, and non-penumbra coils. During the procedure, the physician placed the angiographic catheter, followed by two coils in the target vessel. Next, while advancing the lantern through proximal end of the angiographic catheter, the lantern became stuck; therefore, the lantern was removed. The procedure was completed using another lantern, the same angiographic catheter, five ruby coils, and two additional non-penumbra coils. There was no report of an adverse effect to the patient.